Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported an opacification of the intraocular lens (iol). It was stated that the patient¿s vision was not "terribly affected". No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information during follow-up, the following information was received: explant of the iol is planned. To date no other procedure has been done. The lens was implanted in 2002. As a result of the additional information received the following have been updated accordingly: updated from product problem to both adverse event and product problem. Indicated as other serious. Date of implant ¿ updated from unknown to 2002. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: model#: clrflxb, serial#: (B)(4), catalog#: clrflxb240, expiration date: 11/30/2006, (B)(4), device manufacture date: 11/30/2001. Device evaluation: the lens was not returned for evaluation. An image (photo) of the lens provided by the customer was evaluated. Based on the evaluation of the image, the reported issue could not be confirmed. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.